Manufacturer narrative:
Weight, ethnicity: unknown. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with diffuse lamellar keratitis (dlk) stage 2 in the right (od) eye and (dlk) stage 1 on the left (os) eye post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of dry eye, blurry vision more in the right (od) eye than the left (os). The patient had not shaken pred-moxi that morning and had not been spacing drops out by 5 minutes. Bcva from (B)(6) 2021. Pre-op right eye pre-op 20/25 -9.00 x -.25 x 77, pre-op left eye pre-op 20/25 -8.75 x .00 x 90.